Manufacturer narrative:
Manufacturer ref#: (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, a 4.5mmd 11mml enterprise intracranial stent (enc452200, 9208258) with no distal tip became impeded in proximal end of an unspecified microcatheter (mc) and could not advance any more. The doctor only retracted the stent and retracted it into the introducer, but the stent was found detached from the delivery wire in the introducer. The doctor switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 05-mar-2025 indicated that there was no evidence of physical material within the device. The microcatheter did not kink/bent. The device was returned to j&j medtech for further evaluation. A non-sterile EU ent4.5mmd 22mml wno dstl tp was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit and this remained inside of the introducer. The delivery wire and the introducer were in good condition (i.e., no kinks, bents, or elongations). The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The customer complaint regarding a stent being detached was confirmed due to the detached condition of the stent, however, based on this condition the issue regarding a stent being impeded in the proximal end of the microcatheter be evaluated through functional testing. The stent must be still attached to the delivery system to perform the functional analysis. However, since the stent was found on the proximal portion of the introducer it is suggested that the stent was pushed and retracted with the enough force to disengage the stent from the system and based on this the complaint can be confirmed. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9208258. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Updated sections on this med watch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, a 4.5mmd 11mml enterprise intracranial stent (enc452200, 9208258) with no distal tip became impeded in proximal end of an unspecified microcatheter (mc) and could not advance any more. The doctor only retracted the stent and retracted it into the introducer, but the stent was found detached from the delivery wire in the introducer. The doctor switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 05-mar-2025 indicated that there was no evidence of physical material within the device. The microcatheter did not kink/bent.

Manufacturer narrative:
Product complaint#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.